Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .035 guidewire stuck inside of the device. The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. There was a kink at the nosecone. There was a .035 guidewire stuck in the lumen of the device that was protruding out from the tip approximately 9cm and protruding from the proximal end approximately 94cm. The stent was not returned. The handle was opened to inspect for internal damage. There was damaged noticed on the mid-shaft approximately 15cm from the retainer clip that was causing a restriction on the guidewire and caused the guidewire to stick in the catheter shaft. The damage may have been caused by the procedural factors. The damage was a compression in the mid-shaft. The stuck wire was confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter was stuck on the guidewire. A 6 x 200 x 130 innova¿ stent was selected for a procedure in the superficial femoral artery (sfa). After the stent was deployed, the delivery catheter could not be removed over the .035 non-bsc wire. The wire was stuck in the catheter. The entire system was removed. The procedure was completed with this stent. There were no patient complications and the patient's status was reported as fine and healthy post procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the catheter was stuck on the guidewire. A 6 x 200 x 130 innova¿ stent was selected for a procedure in the superficial femoral artery (sfa). After the stent was deployed, the delivery catheter could not be removed over the .035 non-bsc wire. The wire was stuck in the catheter. The entire system was removed. The procedure was completed with this stent. There were no patient complications and the patient's status was reported as fine and healthy post procedure.